Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) for longer periods of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2024.